Manufacturer narrative:
(B)(4). Final analysis found a partial lead was returned. Insulation abrasion exposing the outer coil was noted at 5.5 cm to 5.6 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. This could have contributed to the reported complaint loss of capture reported from the field. (B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture at maximum outputs; the patient was asymptomatic. The lead was explanted and replaced successfully. The patient was stable post procedure and would continue to be monitored.

Event description:
New information noted that the atrial lead also exhibited out of range impedance.